Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) sensor but forgot to enter the pairing code, resulting in the ilet bionic pancreas not receiving cgm data and insulin dosing being stopped until pairing was completed; once paired, the sensor finished warmup and began providing glucose readings and the issue was categorized as an incorrect or missed pairing consistent with an improper procedure. The user experienced a blood glucose peak of 259 mg/dl with no adverse symptoms reported. Outcomes included no health consequences or lasting impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.